Event description:
Litigation alleges that the patient experienced the following on account of his asr right hip implant: synovitis; mechanical complications from right total hip replacement; tissue necrosis and inflammation; loosening of the prosthesis; damage to the structures of the hip; and inflammatory response to metal-on-metal implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Event description:
Litigation alleges that the patient experienced the following on account of his asr right hip implant: synovitis; mechanical complications from right total hip replacement; tissue necrosis and inflammation; loosening of the prosthesis; damage to the structures of the hip; and inflammatory response to metal-on-metal implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.